Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 4.0 mg/ml at a dose rate of 0.7006 mg per 24 hours via an implantable pump for non-malignant pain. It was reported that the patient was found unconscious and was difficult to arouse. The event occurred during normal use. The patient had a refill earlier in day at the physician¿s office. The pump was interrogated "pump" and they had aspirated reservoir. There was 37 ml of drug in pump. The physician refilled and requested the pump to be put on a minimal rate. No issue was reported or found with pump functionality. No surgical intervention occurred, and it was unknown if surgical intervention was planned. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was reported that regarding the patient having been found unconscious and difficult to arouse, and if there was a device issue, patient/therapy issue, procedure issue, etc., it was noted that there were no issues that they know of with the device and there were no issues with the pump since. It was indicated that the patient¿s wife stated she drove home, and the patient was difficult to arouse. The pump had been filled with 39 ml of medication on (B)(6) 2018 at 1:36 pm. The pump dosing had been slowly increased since. They did not program the pump until (B)(6) 2018 other then the pump refill on (B)(6) 2019 using a clinician programmer. The pump was currently functioning well as far as they could tell.

Manufacturer narrative:
I(B)(4). F information is provided in the future, a supplemental report will be issued.